Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were opened. The knife was returned to the home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon utilized two devices with seamguard buttressing material. The surgeon noted that one of the staplers would not close properly on tissue, so the remainder of the case was completed with the other device. It is unknown whether the device malfunctioned on the first or subsequent firings. No further details were given by hospital staff. There were no patient consequences reported.